Event description:
It was reported that there was false asystole events recorded by the implantable loop recorder. The device remains in use. No patient complications were reported as a result of this event. It was further reported that the device has been removed.

Event description:
It was reported that there was false asystole events recorded by the implantable loop recorder. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.